Event description:
One pt with discrepant hemoglobin a1c results. Initial result 12.8%, repeat 7.8%. Initial result was reported, pt was not adversely affected. The field svc rep was unable to determine root cause but noted he checked sampling, rotor and cuvette systems for accuracy. Performance tests performed were within spec.